Manufacturer narrative:
(B)(4). Batch # n54t29. The analysis found that one pse60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy resection procedure, upon inserting the device through the thoracotomy for placement for the third firing of the device, the cover for the manual release lever fell off, and could not be replaced. The device would no longer function. The procedure was completed with another similar device with no issues. The procedure was delayed by two minutes. There was no adverse consequence to the patient.